Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') in a female patient who had essure inserted. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the perforation outcome was unknown. The reporter considered perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (essure devices perforated fallopian tube bilaterally)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she denies allergy to nickel. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding") and stress urinary incontinence ("stress urinary incontinence"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, uterine haemorrhage and stress urinary incontinence outcome was unknown. The reporter provided no causality assessment for fallopian tube perforation, stress urinary incontinence and uterine haemorrhage with essure. The reporter commented: essure removal details: essure devices perforated bilaterally. Normal uterus. Normal ovaries bilaterally. Normal fallopian (aside from essure devices perforated through them). Good cooptation of the urethra. No mesh present in the urethra. Good ureteral jets noted bilaterally. Surgical pathology report: cervix: nabothian cysts and chronic cervicitis; no dysplasia. Endometrium: early proliferative pattern. Myometrium: shallow adenomyosis. Serosa: no significant pathologic abnormality. Fallopian tubes, bilateral: benign paratubal cysts (up to 0.4 cm). Discrepancy noted: date(s) of insertion: (B)(6) 2013. ¿concerning the injuries reported in this case, the following described in patient¿s medical record: " fallopian tube perforation, stress urinary incontinence and uterine haemorrhage". Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-jul-2020: medical records received. Events "fallopian tube perforation (previously reported as perforation nos), stress urinary incontinence and uterine hemorrhage" were added. Patient date of birth and reporters were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') in a female patient who had essure inserted. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the perforation outcome was unknown. The reporter considered perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.